Manufacturer narrative:
The impella device has not been returned evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported the patient was on impella cp support due to having a left main percutaneous coronary intervention (pci). The team noticed the placement signal disappeared. All other metrics still worked, and patient was hemodynamically stable. The pci was completed and the impella was successfully weaned and explanted due to the placement signal issue. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product or data logs were returned for evaluation. Clinical details noted that a lithotripsy balloon was being used when the placement signal disappeared. All other pump metrics including flow and motor current remained stable. The distance between the pump and the lithotripsy device was not noted. The root cause of the optical signal issue was most likely due to a damaged sensor as a result of interaction with a lithotripsy balloon as IFU 0048-9007 rr notes that the use of shockwave intravascular lithotripsy can interfere or damage the impella optical sensor. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.